Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0210235274, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) via a manufacturer representative reported that there was unnormal high impedance measured intraoperatively immediately after implant of the lead on (B)(6) 2015. All pairs with electrode 1 were greater than 4000 ohms. The lead was defective. The diagnostics performed were that the impedances were measured intraoperatively during surgery and visual inspection. The action taken to resolve the issue was that they removed the lead and implanted another new lead. The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the tined lead found the weld was broken on the #1 electrode. Functional testing of the lead found that circuits #0, #2, and #3 were between 80.0-82.5 ohms, whereas circuit #1 was intermittent.